Event description:
It was reported that post 3 months deployment of a vascular stent, the stent was reported to be twisted and pinched. A pta balloon gained access into the vascular stent and pre dilated to nominal size. Another stent was deployed within the vascular stent successfully. There is no reported pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. Therefore, a device evaluation could not be performed. The investigation is currently underway.